Event description:
New information received on 06 may 2021 indicated that the dependent patient experienced stress and "two approaches when moving" as a result of the device in backup vvi operations. The patient presented on (B)(6) 2021 for procedure and the device was explanted. The patient was in excellent condition post procedure.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported that the patient presented in clinic in unstable condition. Upon interrogation, the pulse generator exhibited backup vvi operations. No intervention was performed.